Manufacturer narrative:
Product information received and updated.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. The site returned the malfunctioning part to the manufacturer for analysis. Functional, performance, visual, and usability testing was conducted on the part. Testing confirmed an electrical failure and that there was an isolated key malfunction. The part was replaced and a system checkout was passed.

Event description:
Medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar. It was reported intraoperatively that a button on the pendant was unresponsive and required immense force to push the button to get a response and change the ¿o¿ to a ¿c¿. Other buttons on the pendant did not have any issues. There was no surgical delay. No impact on patient outcome.